Event description:
Per the audiologist, the patient reported pain and intermittent sound when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with intermittent electrodes. Explant/reimplant surgery is planned but had not been scheduled at the date of this report.

Event description:
On may 17 2010, a customer reported that the colleague volumetric infusion pump, type unknown, product code unk_prd_00182, sn unknown, had an issue. The customer reported that a nurse in a palliative care unit administered a "bolus" of morphine by using the piggy-back functionality on a colleague pump ("rate-volume-start" mode). Returning to the primary infusion mode, she accidently entered a rate of 47 ml/hour of morphine and the patient eventually died. The process step is during use on patient, and the patient died. Availability of the device for evaluation is unknown. Incident date: (B) (6)-2010. Baxter notification date: may-17-2010. Product surveillance notification date: may-17-2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This type of event is addressed in the device labeling.